Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n280200010, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n280200010. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the hcp turned pump to minimum rate and filled with saline, due to patient claiming she was not getting enough pain relief. The hcp suspected problem with catheter, the rep learned about these events today when they did the catheter revision. Upon inspection the hcp noticed pump segment of catheter had a leak. They replaced pump segment and reconnected to spinal segment and the pump. They aspirated through the catheter access port, catheter was patent so they placed pump and catheter in pocket, closed and programmed accordingly. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.